Manufacturer narrative:
The returned device was examined. The ao adapter collar has dissociated from the remainder of the device and the collar was not returned. The cause cannot be determined since not all of the subcomponents were returned, precluding further evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was initially reported that the ratcheting mechanism wasn't working on a handle while installing a screw during surgery. However, device evaluation by zimmer biomet personnel found the device to be disassembled. There were no reports of patient impacts associated with this event and the procedure was completed using an alternative handle.